Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of analyzer service history, in-house testing, a search for similar complaints, design history record review and a review of labeling. Return material was not available from the customer. A review of the analyzer service history was performed and no contributing factor on or around the date of the event was found. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the alinity I total b-hcg reagent, list 07p51, lot 87414ui00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 07p51-21. An evaluation is in process.

Event description:
The customer observed false positive results while using alinity I total b-hcg reagents. The following data was provided for the same patient. Specimen 1 (tested (B)(6) 2018) 27 iu/l (positive); specimen 2 (tested (B)(6) 2018) less than 2.3 iu/l (negative). No impact to patient management was reported.